Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision xtra meter, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted..

Event description:
A caregiver reported that the adc device was flashing on and off, and therefore glucose results could not be obtained. The customer developed symptom of nausea due to hyperglycemia, and was taken to health center. The customer was administered 2 doses of rapid insulin by a healthcare professional. There was no report of death or permanent impairment associated with this event.